Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial (ra) lead was switch off due to atrial fibrillation (af) , noise being over-sensed and low pacing impedance (within normal range). A technical service consultant recommended lead integrity testing. The device remains in service. No adverse patient effects were reported. Additional information was received that this ra lead continues to remains implanted, but is turned off permanently, due to af. The physician will continue to monitor this patient closely. No adverse patient effects were reported.